Manufacturer narrative:
This report is being submitted to correct the evaluation results code grid.

Event description:
The manufacturer received information alleging that on (B)(6) 2025, during clinical and therapeutic use of the everflo oxygen concentrator, an unspecified malfunction occurred, resulting in the unanticipated cessation of gas delivery. It was reported that the patient (located within a short-term care facility) experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent, resulting in hospitalization. The device was reported to have undergone internal testing via the distributor on (B)(6) 2025, confirming that despite a green status indicator light being illuminated and confirmation that the device compressor was "running," the device was not outputting any gas, and it was not possible to measure the oxygen concentration. The distributor has requisitioned further guidance from the manufacturer. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. The device has not yet been returned to the manufacturer for evaluation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted with additional information relating to the reported event. It was previously reported that during clinical and therapeutic use of the everflo oxygen concentrator, an unspecified malfunction occurred, resulting in the unanticipated cessation of gas delivery. It was reported that the patient (located within a short-term care facility) experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent, resulting in hospitalization. The device was reported to have undergone internal testing via the distributor on 08apr2025, confirming that despite a green status indicator light being illuminated and confirmation that the device compressor was "running," the device was not outputting any gas, and it was not possible to measure the oxygen concentration. The distributor has requisitioned further guidance from the manufacturer. The manufacturer received good faith effort follow-up information on 21mar2025, which stated that the patient had since been in a palliative situation, discontinued therapy, and passed away at the end of (B)(6) 2025. The device has not yet been returned to the manufacturer for evaluation. The device will be returned to pil for further investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is being submitted with additional information relating to the reported event. It was previously reported that during clinical and therapeutic use of the everflo oxygen concentrator, an unspecified malfunction occurred, resulting in the unanticipated cessation of gas delivery. It was reported that the patient (located within a short-term care facility) experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent, resulting in hospitalization. The device was reported to have undergone internal testing via the distributor on 08apr2025, confirming that despite a green status indicator light being illuminated and confirmation that the device compressor was "running," the device was not outputting any gas, and it was not possible to measure the oxygen concentration. The distributor has requisitioned further guidance from the manufacturer. The manufacturer received good faith effort follow-up information on 21mar2025, which stated that the patient had since been in a palliative situation, discontinued therapy, and passed away at the end of (B)(6) 2025. The device has not yet been returned to the manufacturer for evaluation. The device will be returned to pil for further investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted to provide the manufacturer's investigation findings, correct the manufacturer date, and update the related fields. The device was returned to the product investigation lab (pil) for evaluation. During the evaluation, the lab confirmed the allegation of "device failed completely" due to the lack of flow from the cannula. The lack of flow from the cannula was due to the broken flowmeter barb (indicative of a drop). The unit appears to need preventative maintenance and servicing. Additional findings included: plastic deformations on the front enclosure. Scratch on the front enclosure. Plastic deformation on the handle, the inlet barb thread on the flowmeter seems to have caused striations and embrittlement. Foam breakdown in front and rear enclosures. The flowmeter outlet barb was broken off inside the tubing, which caused the tubing to be disconnected. Brown discoloration of the tubing. Dust-like contamination on the tubing.

Event description:
This report is being submitted to provide the manufacturer's investigation findings. It was previously reported that during clinical and therapeutic use of the everflo oxygen concentrator, an unspecified malfunction occurred, resulting in the unanticipated cessation of gas delivery. It was reported that the patient (located within a short-term care facility) experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent, resulting in hospitalization. The device was reported to have undergone internal testing via the distributor on 08apr2025, confirming that despite a green status indicator light being illuminated and confirmation that the device compressor was "running," the device was not outputting any gas, and it was not possible to measure the oxygen concentration. The distributor has requisitioned further guidance from the manufacturer. The manufacturer received good faith effort follow-up information on 21mar2025, which stated that the patient had since been in a palliative situation, discontinued therapy, and passed away at the end of (B)(6) 2025. The device has not yet been returned to the manufacturer for evaluation. The device will be returned to pil for further investigation. A final report will be submitted once the investigation is complete. The device was returned to the product investigation lab (pil) for evaluation. During the evaluation, the lab confirmed the allegation of "device failed completely" due to the lack of flow from the cannula. The lack of flow from the cannula was due to the broken flowmeter barb (indicative of a drop). The unit appears to need preventative maintenance and servicing.